Event description:
A sterile processing worker was trying to get the 1.0mm kirschner wire w/trocar point out of its plastic container tube and 'drove the pin through her hand.' Reportedly the individual used her hand like a hammer to remove the wire from the package.

Manufacturer narrative:
No investigation could be performed, no conclusion could be drawn as no device was returned. Synthes is unable to determine the manufacturer date without a lot number.